Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved issues by changing the infusion set and cartridge and resuming insulin.